Event description:
Reference number (B)(4). Event occured in the united arab emirates. On (B)(6) 2025, the patient encountered difficulty while attempting to remove a needle. This issue occurred during the process of inserting the needle into the abdominal area. The patient specifically noted that the needle was unusually hard to remove following the insertion procedure. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.